Manufacturer narrative:
B5 event description updated with urinary incontinence resolution. D3 and h1 manufacturer address updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available, there was no allegation against the device. The patient symptoms of pain, dysuria and urinary incontinence are known risk associated with the procedure. A probable cause of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an uroflow assessment for a total voided volume as 169 ml, post void residual as 42 ml and serum psa level as 2.7 ng/ml. The patient is chinese non-tobacco user with a medical history of hypertension. During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 189782 joules. The procedure was not aborted or converted to another modality for tissue removal. It was reported that a day post procedure, the patient experienced pain in the urethral opening (pain/discomfort) resolving the following day without sequelae. Four days post the index procedure, voiding trail was successful; however, the patient was reported to be experiencing odynuria (irritative voiding symptom). The patient was discharged on the fourth day. The odynuria symptom was reported to have resolved without treatment. At 13 days post the index procedure the patient was reported to be experiencing urinary incontinence de novo stress for which no medical treatment was administered. The symptom of urinary incontinence resolved 193 days post onset symptom. Per the electronic data center (edc), the investigator assessment of the patient symptom of urethral opening pain was assessed as probably related to the procedure and possibly related to the device. The assessment of the patient symptom of odynuria in relationship to the device was assessed as probably related and possibly related to the procedure. The assessment of the patient symptom of urinary incontinence was assessed as probably related to the device and possibly related to the procedure.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 189782 joules. The procedure was not aborted or converted to another modality for tissue removal. 31 days post the index procedure, the patient experienced pain in the urethral opening that resolved the following day without sequelae. There was no medical attention administered. At 34 days post the index procedure, voiding trial was successful, and the patient was discharged from the medical facility. Per the electronic data center (edc), the investigator assessment of the patient symptom was assessed as probably related to the procedure and possibly related to the device.

Manufacturer narrative:
Event description: updated with resolution for the odynuria symptom and update of additional symptom of urinary incontinence as well as investigator assessment to device and procedure relationship.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 189782 joules. The procedure was not aborted or converted to another modality for tissue removal. It was reported that a day post procedure, the patient experienced pain in the urethral opening (pain/discomfort) resolving the following day without sequelae. Four days post the index procedure, voiding trail was successful; however, the patient was reported to be experiencing odynuria (irritative voiding symptom). The patient was discharged on the fourth day. The odynuria symptom was reported to have resolved without treatment. At 13 days post the index procedure the patient was reported to be experiencing urinary incontinence de novo stress. No medical treatment was administered for the urinary incontinence. Per the electronic data center (edc), the investigator assessment of the patient symptom of urethral opening pain was assessed as probably related to the procedure and possibly related to the device. The assessment of the patient symptom of odynuria in relationship to the device was assessed as probably related and possibly related to the procedure. The assessment of the patient symptom of urinary incontinence was assessed as probably related to the device and possibly related to the procedure. No further information is available.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 189782 joules. The procedure was not aborted or converted to another modality for tissue removal. It was reported that a day post procedure, the patient experienced pain in the urethral opening (pain/discomfort) resolving the following day without sequelae. Four days post the index procedure, voiding trail was successful; however, the patient was reported to be experiencing odynuria (irritative voiding symptom). There was no medical treatment administered in response to the patient symptom of odynuria, and the patient was discharged on the fourth day. Per the electronic data center (edc), the investigator assessment of the patient symptom of urethral opening pain was assessed as probably related to the procedure and possibly related to the device. The assessment of the patient symptom of odynuria in relationship to the device was assessed as probably related and possibly related to the procedure. No further information is available.

Manufacturer narrative:
Event description: days between symptoms was corrected and additional update informing symptom of odynuria four days post the index procedure.

Manufacturer narrative:
Event description: updated with resolution for the odynuria symptom and update of additional symptom of urinary incontinence which has improved. Also, investigator assessment to device and procedure relationship for reported symptom.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 189782 joules. The procedure was not aborted or converted to another modality for tissue removal. It was reported that a day post procedure, the patient experienced pain in the urethral opening (pain/discomfort) resolving the following day without sequelae. Four days post the index procedure, voiding trail was successful; however, the patient was reported to be experiencing odynuria (irritative voiding symptom). The patient was discharged on the fourth day. The odynuria symptom was reported to have resolved without treatment. At 13 days post the index procedure the patient was reported to be experiencing urinary incontinence de novo stress. No medical treatment was administered for the urinary incontinence; however, the symptom has improved but not resolved. Per the electronic data center (edc), the investigator assessment of the patient symptom of urethral opening pain was assessed as probably related to the procedure and possibly related to the device. The assessment of the patient symptom of odynuria in relationship to the device was assessed as probably related and possibly related to the procedure. The assessment of the patient symptom of urinary incontinence was assessed as probably related to the device and possibly related to the procedure. No further information is available.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available, there was no allegation against the device. The patient symptoms of pain, dysuria and urinary incontinence are known risk associated with the procedure. A probable cause of known inherent risk of device was assigned to this investigation.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 189782 joules. The procedure was not aborted or converted to another modality for tissue removal. It was reported that a day post procedure, the patient experienced pain in the urethral opening (pain/discomfort) resolving the following day without sequelae. Four days post the index procedure, voiding trail was successful; however, the patient was reported to be experiencing odynuria (irritative voiding symptom). The patient was discharged on the fourth day. The odynuria symptom was reported to have resolved without treatment. At 13 days post the index procedure the patient was reported to be experiencing urinary incontinence de novo stress. No medical treatment was administered for the urinary incontinence; however, the symptom has improved but not resolved. Per the electronic data center (edc), the investigator assessment of the patient symptom of urethral opening pain was assessed as probably related to the procedure and possibly related to the device. The assessment of the patient symptom of odynuria in relationship to the device was assessed as probably related and possibly related to the procedure. The assessment of the patient symptom of urinary incontinence was assessed as probably related to the device and possibly related to the procedure. No further information is available.